Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("lost 5lbs") and experienced abdominal distension ("bloated"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered abdominal distension, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, painful periods, dysfunctional uterine bleeding, abdominal cramps, menses irregular with excessive bleeding, pelvic adhesions and pregnant. Concurrent conditions included hematuria. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), genital haemorrhage ("bleeding"), menorrhagia ("clotting,long periods (17 days was last one)"), coital bleeding ("bleeding after intercourse"), sciatica ("sciatica pain"), back pain ("back pain") and urinary tract infection ("post surgery preganet uti") and was found to have weight decreased ("lost 5lbs"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, coital bleeding, sciatica, back pain and urinary tract infection outcome was unknown. The reporter considered abdominal distension, back pain, coital bleeding, genital haemorrhage, menorrhagia, pelvic pain, sciatica, urinary tract infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet and mr revived, new reporter, patient demographic, essure start stop date, indication, event essure removal deleted, new event bleeding clotting, long periods (17 days was last one) , clotting, pain after intercourse, bleeding after intercourse, sciatica pain, back pain, patient relevant information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, painful periods, dysfunctional uterine bleeding, abdominal cramps, menses irregular with excessive bleeding, pelvic adhesions and pregnant. Concurrent conditions included hematuria. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), genital haemorrhage ("bleeding"), menorrhagia ("clotting,long periods (17 days was last one)"), coital bleeding ("bleeding after intercourse"), sciatica ("sciatica pain"), back pain ("back pain") and urinary tract infection ("post surgery preganet uti") and was found to have weight decreased ("lost 5lbs"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, coital bleeding, sciatica, back pain and urinary tract infection outcome was unknown. The reporter considered abdominal distension, back pain, coital bleeding, genital haemorrhage, menorrhagia, pelvic pain, sciatica, urinary tract infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.